Manufacturer narrative:
D4 lot #: the customer reported lot 6057603; however, that lot # is not recognized in the system. D4 UDI #: the lot # and expiration date were not included in the UDI # as the lot was not recognized in the system. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that bags filled using an unspecified quantity of em2400 valve sets became "yellow"; there was suspected valve set leakage on port 1 and 2. This was observed during compounding in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h6. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.